Event description:
Devices switch on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The device was previously returned and investigated, under f001-eu15-086 on the (B)(6) 2015. The reported fault at that time was ¿device switching on automatically¿. The investigation concluded that the device had membrane failure. Hardware and software upgrades were implemented as per h017-014-031-4 and the membrane was replaced. The device retested to production pad final system test (h017-014-104). The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2015. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2015 and that it had performed to specification up until the last log entry prior to receipt at heartsine on the (B)(6) 2017. The returned pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The investigation was unable to replicate, or find any evidence of, the reported fault. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of ten minutes duration, due to a membrane failure. There was 1 manual power up recorded of under one minute duration within the 8 months prior to the date of complaint. Therefore, it is assumed the customer returned the device in response to the field safety corrective action as the device serial number falls into the range covered by the field safety corrective action. The sam 300p is now an obsolete product, therefore it will be scrapped and replaced with a heartsine sam 350p.

Manufacturer narrative:
Excemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Devices switch on automatically. No patient involved.